Event description:
A caller reported that the pump unexpectedly displayed a reset screen. There was no adverse impact on the customer's blood glucose level. The customer was informed by technical support that the pump reset one of its microprocessors as part of a routine system check, which is a safety feature to ensure proper functionality. The customer understood that when this occurs, certain settings such as insulin on board and max hourly bolus are reset, cgm sessions need manual restarting, and cartridges must be reloaded. After receiving this information, the customer successfully resumed insulin use.